Event description:
It was reported: during a case automatic ventilation failed. The device was generating corresponding messages and alarms while it switched to safety mode. Ventilation of the pt could be continued manually. No injury was reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.